Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a defective circuit board, dust inside the unit and minor corrosion on the rear panel and housing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that while preparing for a lap cholecystectomy, the front panel switch was not working and a b40 (malfunction error) displayed on the evis exera iii video system center. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was estimated that the phenomenon ¿error code b40¿ occurred, the front panel switch did not work, and the white balance did not work, and it was due to the patient circuit (cm) board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.